Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2013-00658. It was reported that following a coronary artery stenting treatment procedure, the patient had angina and restenosis in the target vessel. In (B)(6) 2012, the patient presented due to unstable angina (braunwald classification iib) and was referred for cardiac catheterization. The 1st target lesion was in-stent restenosis of an unknown drug-eluting stent located in the proximal right coronary artery (prox rca) with 75% stenosis and was 12mm long with a reference vessel diameter of 4mm. The physician treated the lesion with pre-dilation and placement of a 4.00x16mm ion stent, with 10% residual stenosis following post-dilation. The 2nd target lesion was in-stent restenosis of an unknown drug-eluting stent located in the mid left anterior descending artery (mid lad) with 75% stenosis and was 16mm long with a reference vessel diameter of 3.25mm. The physician treated the lesion with pre-dilation and placement of a 3.00x20mm ion stent, with 10% residual stenosis following post-dilation. The 3rd target lesion was a de novo lesion located in the distal left anterior descending artery (dist lad) with 75% stenosis and was 72mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with pre-dilation and placement of a 2.75x16mm ion stent, with 10% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with recurrent angina and was hospitalized on the same day. The patient had been experiencing increasing pain from the past 2 weeks which is responsive to nitroglycerin. It was noted the study stent in the mid lad was 'under expanded' and had 90% focal in-stent restenosis, which was treated with multiple non-bsc balloons of size 3.0mm, 3.25mm and then 3.5mm to expand the area with 0% residual stenosis. Following the dilation, a 80% stenosed lesion in the dist lad was treated with balloon angioplasty and placement a 2.5x12mm non-bsc stent and a 2.5x8mm promus element stent with 10% residual stenosis. The event was considered as resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).